Manufacturer narrative:
This MDR has been identified as a complaint of MFR report #: 1213809-2020-00573. This incident has already been captured therefore this complaint can be disregarded.

Event description:
It was reported that 2 bd safetyglide¿ needles experienced clogged/blocked needles and difficult plunger movement during use. The following information was provided by the initial reporter: material no: 305916 batch no: 305916 I have ran into the 25g x 1 bd safety glide needle lot #9232455 sticking in place. When I go to give a shot it injects up to ½ mark and then stops. It will not move at all. I then take it out of the pt and try pushing the plunger and it still wont work. This has happened twice now. I take off the original needle after drawing up the medication. It has never malfunctioned when giving vaccinations. It has malfunctioned twice when giving kenalog which is a thicker medication. It has worked multiple times with the same medication. I don't know if it's the needle or the syringe. Im pretty sure it's the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd safetyglide¿ needles experienced clogged/blocked needles and difficult plunger movement during use. The following information was provided by the initial reporter: material no: 305916, batch no: 305916. I have ran into the 25g x 1 bd safety glide needle lot #9232455 sticking in place. When I go to give a shot it injects up to ½ mark and then stops. It will not move at all. I then take it out of the pt and try pushing the plunger and it still wont work. This has happened twice now. I take off the original needle after drawing up the medication. It has never malfunctioned when giving vaccinations. It has malfunctioned twice when giving kenalog which is a thicker medication. It has worked multiple times with the same medication. I don't know if it's the needle or the syringe. Im pretty sure it's the syringe.